Event description:
Pt in neuro lab for a diagnostic cerebral angiogram with an intention to treat. During procedure lvis junior 2.5 mm x 23 mm stent was advanced. Attempted stent-assisted coil embolization aborted after the lvis did not touch appropriate and pulled back proximally and multiple attempts were made to remove the stent. It was finally removed with a snare device after 6 mechanical thrombectomy attempts. Final run shows no evidence of thrombus with good intracranial flow.